Manufacturer narrative:
(B)(4): evaluation results: 90 degree angle at the level of the aneurysm sac and another 90 degree angle in the opposite direction at the renal artery. Endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm abdominal aortic aneurysm 1 month ago. Vessel morphology was reported as the aorta was 1 cm in length, had a 90 degree angle at the level of the aneurysm sac and another 90 degree angle in the opposite direction at the renal artery. It was reported that as the bifurcated stent graft was deployed, the stent graft fell into the aneurysm sac. The contralateral limb was implanted (see MFR # 2953200-2010-02107) and then the physician attempted to build the bifurcated stent graft up with a talent abdominal aortic cuff. The abdominal aortic cuff only had slight apposition to the aortic neck, and there was a proximal type 1 endoleak. (See MFR # 2953200-2010-02108) the physician elected to monitor the patient and reassess the endoleak the following day. The following day, the endoleak had not resolved. The physician elected to remove all the stent grafts and convert the patient to open surgical repair. All the stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.